Event description:
It was reported that after therapy was completed, the cardiosave intra-aortic balloon pump (iabp) blood has entered the system. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. Corrected: d1, d4 (UDI #) and h8. A getinge field service engineer (fse) evaluated the unit and replaced the drive manifold (0104-00-0031) and the pneumatic module (0997-00-1178). All functional and safety test were performed. Equipment suitable for clinical use.

Event description:
N/a.